Manufacturer narrative:
If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). Residual/remaining astigmatism . All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted. Postoperatively, the right eye had a residual (remaining) astigmatism of 1.5 with a visual acuity of 0.5 +1.5 -1.5 90. Reportedly, the patient was very dissatisfied. Noted was medication and pex, pseudoexfoliation glaucoma, capsular tension ring. No further information on medication or the capsular tension ring was provided. Follow up provided by the doctor who stated that the reason for the change in corneal power was because a trabeculectomy with 5fluorouracil (5fu) was used. Therefore, the condition was not caused by the tecnis toric lens. Patient had good vision with the tecnis lens but after the trabeculectomy with 5fu, the corneal power changed. At this time, the patient does not want to do anything and is happy with wearing glasses for the induced astigmatism.